Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded at the user facility. Lot history review revealed no anomaly relating to the reported event. It was confirmed that the products were manufactured in accordance with product specifications. The guide wires are inspected for no anomaly of appearance and outer diameter as part of the production process. Based on the obtained information, results of lot history records review, and referring to known similar events, it was presumed that bending stress might have been applied on the fielder 18 guide wire and the concomitant biopsy needle likely when the guide wire was inserted into the biopsy needle, deforming the guide wire and/or the biopsy needle. Consequently, resistance between the guide wire and the biopsy needle was increased, causing the two devices to get stuck to each other. Although it was concluded that this event was not attributed to product quality, delay in the procedure was considered an adverse patient effect. No CAPA will be taken. Instructions for use (IFU) states: [precautions] ~ if abnormal resistance is felt during use of this guide wire, stop the operation immediately. Determine the cause of resistance within the endoscope's field of view or under fluoroscopy and take any necessary remedial action. ~ operate this guide wire or the interventional device slowly and carefully while monitoring the movement and position of this guide wire within the endoscope's field of view or under fluoroscopy. ~ when using this guide wire with a metal needle, operate (push or pull with rotation) only the radiopaque portion at the distal end of this guide wire for not more than 5 times. Operation of the part proximal to the distal radiopaque portion of this guide wire must be limited to pushing. ~ do not use this guide wire with metal tipped catheters other than asahi intecc's endoscope dilators. [Malfunction and adverse effects] ~ difficulty in withdrawal.

Event description:
It was reported that an asahi fielder 18 guide wire was inserted after the bile duct was punctured using a disposable aspiration biopsy needle during a eus-guided hepaticogastrostomy (eus-hgs). When the physician attempted to remove the aspiration biopsy needle from the bile duct, it got stuck and would not move. It was necessary to remove both the fielder 18 guide wire and the biopsy needle from the body. Since re-puncture was not possible, the procedure was discontinued and postponed to a later date. The patient was reportedly fine without any issues after the procedure.